Manufacturer narrative:
Correction to initial emdr: aware date was inadvertently reported as 09sep2024. Correct aware date is 02spe2024.

Event description:
Healthcare professional reported left side suspected of breast cancer, and ¿fat necrosis." Device remains implanted.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Explanting physician reported the MRI findings of "areas of fat necrosis measuring 9 mm in diameter, located around the nipple". The device remains implanted. This record relates to the left side.